Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation found that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient was stable.